Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced mesh failure, fluid collection, discomfort, bulge, adhesions, induration, purulent material, mass, and hernia recurrence. Post-operative patient treatment included mesh removal surgery, lysis of adhesions, appendectomy, biopsy of small bowel mass, biopsy of mesenteric mass, biopsy of peritoneal implant, reconstruction of the abdominal wall, and revision surgery.